Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that unspecified sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, at approximately 7:00 pm, the patient was shopping at a target store when he began to feel hypoglycemic. While in the back area of the store, he became disoriented and was unable to determine how to exit the building. During this time, he received a low-glucose alert on his device; however, he is unable to recall the exact reading. Shortly after, the patient reports tripping against a counter, resulting in a laceration to his arm with bleeding. He continued walking for approximately four aisles before he collapsed and lost consciousness. Paramedics responded to the scene (details regarding who contacted ems and the patient¿s cgm or blood glucose readings upon ems arrival were not discussed). The patient was treated with sugar gelatin and orange juice, after which he began to feel improvement. Although paramedics recommended transport to the emergency room, the patient declined. The patient¿s wife arrived, and they left the store at approximately 8:00 pm to return home. The patient reports that he is currently doing well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction/additional information. D4 catalog no - correction. D4 serial no - correction. Primary UDI number - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: component code - correction. H6 codes: health effect - clinical code - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on 01/18/2026. The patient contacted technical support to request replacement cgm sensors due to two separate sensor issues. During this support call, the patient also shared information regarding prior blood glucose related events. These additional details are documented here for record completeness; the patient did not allege any cgm malfunction in relation to these events. The patient reported using a tandem t:slim x2 insulin pump in closed-loop mode at the time of the events. The specific display device used was not identified. During the call, the patient described two similar past incidents in which he experienced blood glucose related issues while wearing both a cgm sensor and insulin pump. He clearly stated that there was no cgm malfunction in either incident, and that the events occurred because he was not paying attention to cgm alerts and alarms. The patient stated that while shopping, he became disoriented and ¿lost his way.¿ he confirmed that he was wearing a dexcom cgm sensor at the time and that alerts were activated; however, he did not hear them due to the noisy environment and lack of attention. As his blood glucose level was dropping rapidly, he fell and sustained a cut to his arm. Despite bleeding, the patient reported walking approximately four aisles before losing consciousness. Emergency medical services were summoned. Upon the arrival of paramedics, the patient regained consciousness and was treated with glucose gel, sugar, and orange juice, which stabilized his condition. No blood glucose (bg) or cgm values were provided. The patient emphasized that there was no fault with the cgm sensor and stated that he had forgotten to check his blood glucose prior to shopping. He declined hospital transport. His spouse arrived at the scene, and the patient returned home at approximately 8:00 pm. He reported full recovery following the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, it was found in connection with the reported allegation that on the alleged incident date, 10/13/2025, the estimated glucose values were in range, dropping from 264 mg/dl at 04:07 pm to 91 mg/dl at 05:32 pm. At 05:37 pm, the egvs dropped to the low alert threshold (80 mg/dl), and the app delivered a low alert at 30% volume through a bluetooth audio device. Then the app delivered urgent low soon alerts (30-50% volume) through bluetooth and low alerts (30% volume) through the phone speaker every 5 minutes until 06:11 pm when urgent low soon alert was acknowledged. At 06:22 pm, the egv (100 mg/dl) rose above the low alert threshold and rose to 198 mg/dl at 06:37 pm. The app experienced signal loss under an hour from 06:42 pm to 07:07 pm, with backfilled egvs dropping from 210 mg/dl to 185 mg/dl. After signal returned, the egvs rose from 184 mg/dl at 07:12 pm to 293 mg/dl at 08:22 pm. The probable cause could not be determined. No additional patient or event information is available.